Event description:
Customer reported a button error alarm. Customer's blood glucose was 156 mg/dl. Troubleshooting found the customer was traveling and could have pressed the buttons for a significant amount of time. The customer also stated he cleared the alarm, but there was now a black circle on his insulin pump and the battery icon was showing 0 bars. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.